Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient received a blood glucose test result of 225 mg/dl and took some medicine to avoid hyperglycemia. Afterwards patient was not feeling well, started to have hypoglycemia symptoms of dizziness, fatigue, sweating, hypoglycemia and was admitted to hospital for 3 hours. The patient received an unknown treatment.